Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set was leaking from one of the connection segments on the tubing line. The leak was discovered during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.